Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead, which had also pulled back. The lead was programmed off. No further patient complications have been reported as a result of this event.